Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached end of service (eos) before reaching elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing a charge timeout as-received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis revealed that no internal battery shorting occurred. Partial lithium-severing was seen in turns 5 and 7 leading to reduced anode surface area and consistent with the high battery impedance measured upon receipt. The device was returned due to excessive charge time and charge time out alerts. These charge timeouts resulted from increased battery resistance induced by observed lithium-severing. If information is provided in the future, a supplemental report will be issued.